Manufacturer narrative:
The device was not returned to zoll medical. The customer's report was observed during initial testing by a zoll approved service provider. The service provider will repair and return the device to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.